Event description:
During a remote follow-up, episodes of noise resulting in oversensing and a loss of capture were noted on the right atrial (ra) lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.